Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained far-p wave oversensing was observed through remote transmission on the real-time egm. The patient was asymptomatic. Programming changes were recommended and the patient will continue to be monitored remotely.

Event description:
New information received indicated that additional oversensing episodes were observed. Programming changes and further testing were recommended.